Event description:
It was reported that a large volume infusor had its elastomeric reservoir rupture at the end of the infusion. The unit contained fluorouracil in sodium chloride. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This lot was manufactured between june 27, 2014 and june 28, 2014. The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.